Event description:
It was reported patient underwent a right total knee arthroplasty on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2014 due to arthrofibrosis. The femoral component, tibial bearing and tibial tray were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.